Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported event, however he did verify the vent inop error code in memory. The cse inspected the device and as a precaution replaced the components associated with the error code. The unit passed extended self testing.